Event description:
The complaint has reported that a patient (age and gender unknown, underwent a therapeutic colonscopy procedure for treatment. The clinician stated that, the resolution clip device deployed properly; however, a small jagged piece of metal was noticed on the end of the clip. The clinician removed the piece of metal from the patient and stated that the patient did not sustain any additional trauma to the bleed site. The patient did not sustain any complications or ill affects as a result of this issue. This procedure was completed successfully with this device.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will no be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.